Event description:
A report was received that a patient was experiencing difficulty charging their implant. After failed troubleshooitng a device malfunction was suspected and the physician recommended ipg replacement.

Manufacturer narrative:
Additional information was received that the patient was reportedly doing well following the procedure. Device evaluation indicated that the ipg passed visual, electrical, and photographic imaging tests performed. Additional testing revealed the analog ic (B)(4) was damaged. This damage caused the battery to deplete faster than a charger was able to recharge the device and bring it out of hibernation mode. This is also the reason for the complaint of difficulty charging, which was also confirmed. The battery depletion rate with stimulation off exceeded the typical battery depletion rate. The (B)(4) damage resulted in the rapid battery depletion rate of the ipg. It is unknown what caused the damage to the analog ic. Monopolar electrocautery procedures are a known source of high-voltage transient signal that can damage the (B)(4). Current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual (B)(4))

Event description:
A report was received that a patient was experiencing difficulty charging their implant. After failed troubleshooting a device malfunction was suspected and the physician recommended ipg replacement.

Event description:
A report was received that a patient was experiencing difficulty charging their implant. After failed troubleshooitng a device malfunction was suspected and the physician recommended ipg replacement.